Event description:
Philips received a complaint on the heartstart mrx indicating that 'battery calibration' was required. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the reported issue 'battery calibration required' resulted in an engineer's diagnostic, determining the need for battery replacement, and the resolution included sending a new battery for clinical use, with the possibility of further investigation if issues persist. Based on available information and testing, the reported issue 'battery calibration required' was caused by a faulty battery that required replacement. To address the issue, a new battery was provided for clinical use, and the investigation concludes that no further action is necessary at this time.